Manufacturer narrative:
(B)(4). Medical products - unknown maxim femur, unknown maxim tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a bearing revision procedure due to instability. However, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that patient underwent revision procedure due to instability and wear.

Manufacturer narrative:
Concomitant medical products: 140011 maxim ilok ana pri fml 60 rt 241890, 141232 biomet cc cruciate tray 67mm 189830. Reported event was unable to be confirmed due to limited information received from the customer.DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.